Manufacturer narrative:
The actual device was not returned for evaluation, but a picture of the broken device was provided. The root cause is believed to be a manufacturing deficiency, as it may have been a weak spot in the blade. However, user error may also have contributred due to excessive force being applied which could have caused the breakage. This should be considered the final report. If additional relevant informationn is identified, it will be submitted in a supplemental report.

Event description:
Complainant alleges "we were notified of a complaint from a customer stating blade broke during a procedure.